Event description:
A hospital manager reports that during cataract surgery, the cannula shot off the syringe as the viscoelastic was being injected into the eye, causing a radial rhexis tear. The patient had a good outcome. The intraocular lens was implanted properly and no additional intervention was required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.